Event description:
Event description guidant received information that this ventricular lead has an impedance measurement of 1450 ohms and no capture. In the unipolar mode the impedance measurement is 1330 ohms with intermittent capture. The atrial lead impedance measurement is 1020 ohms and the threshold measurement is 3v@ 0.5ms. The device is pacing but there is no capture. The lead was surgically abandoned and the pacemaker was electively replaced.